Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side "pain, incapsulated, malformed outer shell on unknown side, and an exchange from textured to smooth implants due to the patient¿s concern with the product." And "paralysis from arm to implant." Patient later reported "hardness/ being uncomfortable/ capsular contracture baker grade unknown." The device remains implanted.